Event description:
Edwards learned of the explant of a 23mm aortic pericardial valve due to obstruction of the coronary ostia. Through follow up with the surgeon, he said he came off bypass to check the valve and it looked like the coronary was blocked so they went back on bypass. He ¿thinks he oversized.¿

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: several requests has been made for additional information and return of the device for evaluation. However, the device has not been received. No serial number has been made available; therefore, no device history record (DHR) can be done. This device was reportedly explanted at implant due to occlusion of the coronary ostia. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. There is insufficient information provided to confirm the clinical comments made by the health care provider.

Manufacturer narrative:
Evaluation summary: customer report references reason for explant was due to coronary occlusion. Light wrinkles were observed on leaflet 1 near the coaptation region. Mechanical damage was observed on leaflet 1 at commissure 1, mechanical damage appeared to be serrated and approx 3mm in length. The xray demonstrated commissures 1 and 3 wireform distorted. These damages are most likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.